Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaint of lack of energy, dizziness, and sleepiness. Upon interrogation of the pulse generator, it was discovered that the atrial lead exhibited noise over-sensing followed by pacing mode switch and loss of capture. On (B)(6) 2019, the physician observed an insulation break on the lead during the revision procedure. The lead was then capped and replaced successfully. The patient was reported to be in stable condition.